Event description:
On (B)(6) 2012, the pt's father reported that there has been insulin in the insulin cartridge compartment of the infusion device. The problem was first noticed on (B)(6) 2012. The pt has been experiencing elevated blood glucose levels as high as 550 mg/dl. The pt normally tries to keep his blood glucose levels below 200 mg/dl. The infusion set and insulin cartridge were changed and the cartridge compartment was dried out and later the cartridge compartment again contained moisture. The pt's father noticed air bubbles in the insulin cartridge. They do not always allow the insulin to come to room temp before doing a cartridge change. The pt was advised on the proper insulin cartridge change procedure and on how often to change the adapter. The pt's father reported receiving no error or alert message on the infusion device. The pt's father was advised how to remove the air bubbles from the insulin cartridge by priming the infusion device. The insulin cartridge and adapter were again changed. Two days alter, insulin in the cartridge compartment and air bubbles in the insulin cartridge have recurred. The pt waited for his father to come over to prime out the air bubbles at which time there was no moisture in the cartridge compartment. The pt will call back if he experiences any further issues. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The pt was sent new adapters. The insulin cartridge and adapters were requested to be returned for eval.